Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device event log noted multiple power down messages were recorded. Functional testing included use testing. A battery was inserted into the pump and the pump was powered on. The random power on and off issues were unable to be duplicated however the pump was displaying an error code. It was noted that fluid ingression was found on the chassis of the pump. The pump's main processor unit board and downstream occlusion sensor were replaced, the pump software was reinstalled, and the pump was recalibrated. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint from the field was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump randomly powered on and off. No adverse patient effects were reported.